Event description:
It was reported that the user experienced an alert 38 indicating consecutive stalled motor on the ilet pump. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included successful continuation of therapy after troubleshooting, with no hospitalization. Investigation included guided troubleshooting with a device restart, a dry run completed to 120 units without recurrence, and a full rewind with replacement of cartridge, connect adapter, and infusion set followed by resumption of insulin delivery. Investigation of this case revealed that the alert did not recur after restart, successful motor exercise, and full supply change, indicating normal device function post-intervention. It was concluded, based on previously established findings for similar reports, that the cause was likely transient and could not be reproduced after standard corrective actions.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.